Manufacturer narrative:
(B)(4). This complaint is part of a retrospective review as part of a remediation related to (B)(4). The reported condition was not confirmed. Functional testing could not be performed due to the fact the device no longer had a cord. The needle was removed and the device had no assembly defects. Although the device tested to specification in this case, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that the temperature only reached 42 degrees and ablation times were extended to 12 and 18 minutes during an ablation kidney tumor procedure. A new electrode was used to complete the ablation. There was no injury to the patient.